Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced an infection at the implant site and was treated with oral antibiotics (date not reported). The implanted device remains.

Manufacturer narrative:
This report is filed september 23, 2014.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014; during the same surgery, the patient was implanted with a new device on the contra-lateral side. This report is filed june 19, 2014. The device is currently unavailable.